Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four weeks post implantation of an implantable pulse generator (ipg) system that the patient developed an infection. The ipg system was removed and will be replaced. No further patient complications have been reported as a result of this event.